Event description:
Procedure type: low anterior resection. According to the reporter: the device was fired on very low rectal cancer. After applying the device, a fistula was found on the anastomosis. The surgeon reinforced the anastomosis with suture to avoid a colostomy. A drain was also placed in pt. Surgery time was extended one hr, and no bleeding occurred as a result.

Manufacturer narrative:
Initial report sent: 05/23/2008